Event description:
The customer reported their mp70 intellivue patient monitor is displaying a speaker malfunction with no sound being emitted. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.